Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The solus inserter distractor was found to be properly manufactured and released in accordance with the device master record. Visual inspection found that the bottom distal tip which distracts the disk space had fractured and separated from the instrument. The section which is approximately 1.3mm wide and 23.6mm in length was removed for the patient without issue. The solus inserter/distractor instrument is an optional instrument that may be used to simultaneously distract the vertebral space while inserting the implant.

Manufacturer narrative:
An evaluation is not possible at this time. The solus instrument has not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
After the cage was inserted, removed the squid inserter and found one of the tabs broke off under cage in the patient. Surgeon removed the detached section without issue.